Event description:
It was reported that a user experienced hyperglycemia after a recent supply change while using the ilet with a steel infusion set, during which a large air bubble was observed in the insulin cartridge and removed after disconnecting, rewinding, purging to drops, and reconnecting. Symptoms included elevated blood glucose with meter readings up to 316 mg/dl and device readings up to 361 mg/dl. Outcomes included continued monitoring at home without medical intervention or hospitalization. Investigation included customer service troubleshooting and user education on cartridge purging and infusion setup. Investigation of this case revealed the presence of air in the insulin path that could have contributed to underdelivery. It was concluded that the cause of the hyperglycemia was unclear due to insufficient evidence to determine a definitive root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.